Event description:
It was reported that the left ventricular (lv) lead thresholds were high and the lead had pulled back. The lead was programmed off and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).